Event description:
Information was received indicating that the cadd solis vip pump displayed an alarm that the cassette is not attached. There was no patient involved.

Manufacturer narrative:
Returned device was received in good physical condition. The runs in manual mode only. The event log could not be recovered. During the evaluation of the device the customer reported condition was confirmed. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.